Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in the right common iliac artery, the fox plus balloon ruptured at 4 atmospheres, during the first inflation. The balloon and catheter were completely removed and dilatation was completed using an unspecified balloon. There was no adverse patient event. Through requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not reveal any non-conformity which could have contributed to this complaint.